Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to clinic due to oozing from the pocket. Patient had no other symptoms. It was determined that the patient had device unrelated gastro-intestinal staph infection. The device and leads were explanted. Patient¿s condition was stable before, during and after the procedure.